Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the following findings and investigation results were noted : the complaint was confirmed. The tip was cracked and broken. No other defects were noted. Based on the device inspection findings and the incident information provided , the reported failure was most likely due to user mishandling during device reprocessing, such as impact-dropped device history records (dhrs) were reviewed. All records showed the product met all specifications upon release. Dhrs provided do not include packaging or labeling operations. For this reason, the final manufacture date is not available. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use, rev 99-1033_fj). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4). Olympus will continue to monitor complaints for this device.

Event description:
Customer reported with an issue of ceramic tip broken. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.